Event description:
Same case as 6000093-2007-00108. It was reported that, one day after a coronary artery drug eluting stenting treatment procedure thrombosis occurred. The lesion was located in the saphenous vein graft (svg) to the posterior descending artery (pda). Lesion characteristics were not reported. Two taxus express2 drug eluting stents (3.50x16mm and 3.50x20mm) were implanted in the svg to the pda. The next day the patient presented with chest pain and thrombosis was detected in the svg to the pda. At that time the physician implanted two non-bsc bare metal stents in the thrombosed area. The patient was reported to be "fine". Further information has been requested, but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unk.